Event description:
Revision surgery: nothing was removed. The surgeon went in and added in 137 long plate for stability.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Manufacturer narrative:
1644408-2022-01571 was reassessed and determined to be non-reportable.